Event description:
Reportedly, the stent tract through the vessel distal to the lesion, the wheel was used to gain good wall apposition; at this point no occlusion. The slider was used to deploy rest of stent through occlusion. Stent post dilated with great conformity, however, stent shortened from 120mm to 80mm coverage.

Manufacturer narrative:
Evaluation summary: the delivery system was returned and examined. The thumb wheel is fully rotated and the slide lever has been pulled fully to the deployed position. The delivery system was measured from the pusher to the tip. The length between the pusher to the tip was found to be 120mm, which is normal for this delivery device. The delivery system and the stent length are checked several times during manufacturing to confirm the correct stent is placed into the delivery system. Device not returned.